Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 169 mg/dl at the time of the incident. Customer stated that the display was not blank less than 30 seconds and/or did not return. Customer states battery compartment was neither damaged nor corroded. Customer stated that the contacts on the battery cap were neither missing nor damaged. The insulin pump will be returned for analysis.